Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46cm proximal to the lead tip. Only the distal fragment was received for analysis. The distal fragment including the yoke and the connectors was not received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed multiple signs of wear along the lead fragments. In particular on the distal part of the lead fragment the insulation was rubbed through. In this area, the cable to the shock coil was found broken. These damages can be considered the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 42 months, a rise in shock impedance was reported.